Manufacturer narrative:
Event date: event date not provided and estimated (B)(6) 2022 based on aware date. Initial reporter facility name: (B)(6).

Event description:
It was reported that the balloon ruptured. A gladiator balloon was selected for use in an angioplasty procedure to treat av fistula stenosis. During the procedure, the balloon ruptured. The procedure was completed. There were no patient complications.